Manufacturer narrative:
Additional narrative: product investigation summary: the tip of the reamer is broken off as reported. The reamer broke between the second (ø4.5) and the third (ø6.5) step, which means that the first 25mm are broken off. In reviewing the device history records (DHR), no deviations to the specifications were found. The article was manufactured in june, 2009. The overall condition shows a broken tip and some marks from use; otherwise, the article in good condition. Additionally, there was not enough evidence to determine exactly how often the instrument had been used prior to this surgery. It is likely that high applied mechanical forces led too this breakage. To prevent such problems, it is necessary for worn or damaged instruments to be replaced. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) instruments broke during a surgical procedure. Specifically, the tip of a drill bit broke off in the femoral neck while the surgeon was drilling the lateral femoral nail (lfn) hip screws. About 1 cm of the drill bit remained in the patient, causing a 15 - 20 minute delay. The broken fragment is fixed deep into the femoral head/neck area of the bone and is not protruding from the bone. It is unknown if this is causing pain to the patient. A second instrument set was opened to utilize the drill from that set. During the surgery, a part of the insertion handle snapped off when the surgeon attempted to maneuver the nail after it had been inserted. The tab from the broken insertion handle was retrieved and discarded after removal from the patient. An additional surgical delay of 10 -15 minutes resulted. As the second instrument set was already opened and being used, the surgeon was able to utilize the insertion handle from that set. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 03.010.078 - 424670, manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 23.jun.2009, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot number was identified upon receipt of subject device and added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.